Event description:
Based on info reported to davol: on (B)(6) 2011, the pt was implanted with collamend fm during a rectal reconstructive procedure. On (B)(6) 2011, the pt underwent surgery and large parts of the underlying mesh were removed. The surgeon alleged the front part of the mesh had eroded through the posterior vaginal wall and made a perforation. The mesh was noted to be beginning to go through the vaginal wall in another couple of places. The surgeon noted the graft material was still stiff. Since the surgery, it is reported that the pt has had pain in the perineum and abdomen and secretion from the vagina.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. No medical records have been provided and no sample of the partially explanted mesh has been returned for eval. A mfg review was performed and did not find evidence of a mfg related cause for the alleged event. Without add'l info, no conclusion can be drawn.